Event description:
Event description cpi received information that two sutureless myocardial leads were removed from service due to impedance measurements of greater than 2000 ohms. The leads were replaced with a new rate sense lead.